Manufacturer narrative:
Results of investigation will be reported in a follow up submission once available.

Event description:
On 08/14/2024, rti surgical, inc (rti) and tutogen medical g,bh (tmi), a wholly subsidiary of rti, received a complaints associated with a literature search. Per the abstract anterior segment oct for imaging pgi patch grafts - a potential tool for identifying tube erosion risk; schipper et al. (2024 association for research in vision and ophthalmology annual meeting), a prospective analysis was conducted of patch grafts implanted in patients who underwent pgi (paul glaucoma implant) surgery at the university eye hospital bonn, germany, from november 2021 to august 2022. Twenty-six eyes of 26 patients were included. In all patients, tutopatch was used as patch material to cover the implant. Five eyes (19.2%) developed implant (pgi) exposure. The tutopatch thickness was noted to decreased after 3 months and 6 months intervals. No significant differences were shown in average thickness directly after implantation. The investigators concluded that a rapid decline in thickness at 3 months could be a risk factor for later implant exposure and the patients should be monitored more closely to avoid potential diagnostic gaps between early and late exposure.

Manufacturer narrative:
The tutopatch implant was used in an off-label indication for which no validated informaton is available and the reported graft exposure seems to have occurred during the normal remodeling processes of the membrane. Tutogen considers the failure of the implant as not related to the tutopatch membrane.